Event description:
The complainant reported that a vaxcel chest port was placed in 2004. In 2006 (exact date unk) the pt's chest began to swell during infusion. The infusion was terminated and explantation of the port was implemented. It was discovered by the complainant after removal that there was a slit in the catheter. A new vaxcel port and catheter was placed with success. There was no indication from the complainant of any additional adverse effects to the pt as a result of the reported problem.

Manufacturer narrative:
This device is currently being evaluated by the MFR. Following completion of the engineering evaluation, should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number.